Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Batch # unknown. (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Per photographic evaluation: this is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a portion of the device with a green reload loaded and all drivers were noted to be up. The second photo shows a small piece of tissue being held by the user's fingers. Also, the tissue appears to be not properly stapled. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Was the patient anastomosed after the difficulties experienced? When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? Can more information be provided about staple form? What was the reason that the surgeon decided to the colostomy? Is the colostomy temporary or permanent? What is the current status of the patient?.

Event description:
It was reported that stapler did not form properly on the medial of staples line. Both edge of the staple line is intact and secure but only the medial line failed. As a result, the tissue had to be sutured manually to close the medial leaking part. The surgeon performed a colostomy on patient and will perform anastomosis on next surgery. The surgery was delayed by 15-minutes. Procedure: anterior resection.

Manufacturer narrative:
(B)(4). Date sent: 04/13/2022. D4: batch # 505a30. Additional information was requested, and the following was received: 1. What were the indications for surgery? Rectal sigmoid ca 2. What surgical procedure was performed? Anterior resection 3. Did the patient receive any preoperative chemotherapy or radiation? No 4. Was the patient anastomosed after the difficulties experienced? No, changed to hartman procedure 5. When was the staple retaining cap removed? Yes 6. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? No issue in handling the stapler 7. Was the device difficult to close? No 8. Was the device closed and repositioned multiple times prior to firing? No 9. Was the device difficult to fire? No 10. Was the distal transection completed in one or multiple firings? One 11. Can more information be provided about staple form? No stapler detected in the middle portion 12. What was the reason that the surgeon decided to the colostomy? Unable to anastomosis due to leak 13. Is the colostomy temporary or permanent? Temporary 14. What is the current status of the patient? Patient is well and no chemotherapy needed. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed, and the knife recess below the cartridge deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 04/28/2022. . Additional information was requested, and the following was received: was the device cleaned or sterilized prior to shipping back to the us? Ans: yes, the device was cleaned but not sterilized. H11: corrected data = h6, h10 device analysis. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed, and the knife recess below the cartridge deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. Additional information provided indicates the device was cleaned post firing. These facts indicate that post firing, the reload was manipulated and potentially removed and reinserted incorrectly and/or incompletely causing the retaining pin to be disconnected from the coupler and push rod. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: before firing, verify that the intended tissue is in the closed jaws of the instrument. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.